Event description:
It was reported that when using the bd pyxis¿ es server, etl process was delayed, and medication refills and pulls were not registering. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that extract transform load (etl) process was delay on healthsight viewer. The technical support specialist (tss) followed knowledge article medes - etl arithmetic overflow error converting identity to data type int steps to correct issue; etl jobs restored and running successfully after monitoring. The system functioned as intended after the technical support specialist resolved the issue.